Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check (alpc) fail occurred on the right atrial (ra) lead. Alpc function on ra lead was programmed off. The ra lead remains in use. No patient complications have been reported as a result of this event.